Manufacturer narrative:
The investigation of access site bleeding has been completed. The pump was returned for investigation and no damages were observed on the pump and the repositioning unit. The root cause of the access site bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. All the best practices were followed during the procedure and the bleeding was resolved by removing by pump. Hence, the root cause is not determined. Instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-18250.

Event description:
The complainant reported that upon arrival of the patient to intensive care unit after impella cp placement, the impella access site was bleeding with a hematoma. The physician tried to attain hemostasis and was unsuccessful. The impella cp was removed. A second perclose placed with manual pressure to the right groin which stopped the bleeding. One unit of blood given and the procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.